Event description:
The device was returned for preventative maintenance and the report of an alarm error code displayed on the unit. There was no reported pt harm. During the repair eval, it was discovered the alarms would intermittently function. There was no pt involvement, alarm malfunction identified on the technician's bench.